Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of catheter migration was not determined. The catheter issue had been resolved. Patient's weight at the time of the event was unknown and the rep was not able to provide patient's relevant medical history. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 35 mg/ml concentration at 5.257 mg/day dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that patient was having a pump replaced on (B)(6) 2017 to elective replacement indicator (eri) and upon opening the pump pocket the catheter was laying over the top of the pump and was accidently cut. The rep stated that the hcp was doing a catheter revision now. No patient symptoms were reported. No further complications were reported.